Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for unspecified microbes (3cfu/100ml). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the subject device. (B)(6) 2018 the air/water channel of the subject device tested (B)(6) for (B)(6) (2cfu/90ml). The auxiliary channel of the subject device tested (B)(6) for (B)(6) (7cfu/100ml). On (B)(6) 2018 the subject device tested (B)(6) for (B)(6) (25cfu/110ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.